Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the endotracheal tube weakened and kinked while exiting the patient causing occasional obstruction of air flow. The customer reported the end clinician made the decision not to reintubate the patient. There is no allegation of further trauma or injury to the patient as a result of this event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed that the tube was missing the distal end. A dimensional test was conducted, the inner and outer diameter of the tube measured within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.